Event description:
The user facility reported a water leak from the system 1e processor, resulting in damage to cabinetry. No injuries were reported; no procedures were delayed or cancelled.

Manufacturer narrative:
A steris service technician inspected the equipment and observed a small, steady trickle of water emanating from the 90 degree factory crimped fitting installed to the uv inlet connection. Upon further inspection, the technician found a cut washer inside of the fitting. The leak was attributed to the technician over-tightening the fitting during the previous maintenance event. The service technician installed a new washer, removed a sharp edge on the uv inlet connection, and replaced the 1e control assembly. The technician tested the unit by running diagnostic and processing cycles, and found the unit operational. The unit was returned to service.